Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not pass water injection line manifold test during the annual inspection. Improved by pump head were replaced. Per follow up information received via email on 26sep2023, device was sent to imi.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to failed circulation pump. During evaluation, it was confirmed that the device did not pass the water injection line manifold test. Circulation pump head was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not pass water injection line manifold test during the annual inspection. Improved by pump head were replaced. Per follow up information received via email on 26sep2023, device was sent to imi.